Manufacturer narrative:
Model number/catalog number: sc-2218-30; serial number: ;(B)(4) batch/lot number: 19609677; model/catalog description: linear st lead kit 30 cm model number/catalog number: sc-2366-70; serial number: (B)(4); batch/lot number: 20019698/20587917; model/catalog description: linear 3-6 lead 70 cm model number/catalog number: sc-3138-35; serial number: (B)(4); batch/lot number: 19222476; model/catalog description: lead extension kit 35cm the explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed an infection following a surgery. Symptom of redness was noted. The physician does not think that the infection was device nor procedure related and it was due to the exploratory surgery that was previously done. The patient was placed on antibiotics while being hospitalized for infection. The patient underwent an explant procedure and was doing well.